Event description:
It was reported the occlusion joint was damaged. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. A downstream occlusion alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.